Event description:
Ventilator failed to send a message/information.======================manufacturer response for ventilator, neonate, babylog (per site reporter).======================software: m7 = 1.31pb characteristics = 00001errors in log:for a one month period prior to the event, there are multiple valve drive over temperature and valve drive ready for use messages. Occurs 23 times during this time period.0337.00020 - valve drive over temperaturefailure: monitoring of over temperature of valve drive has been activated. The m15.1 control has detected an excessive increase in temperature via the drive current monitoring. The driver current is reduced to 0.6 a.possible causes: 1. Leakage in m15.1 diaphragm -> crater 2. Faulty valve driveremedies:1. Perform ventilation system leakage test in device check.2. Start the test mode, and then test the valve drive using the hit software. Call up the "pi expiratory valve" product page for the v500, and then check the valve drive via the expiratory valve test.3. Check valve drive according to "valve drive m15.1" repair instructions.there are several alarms where the messages fluid in expiratory valve or pressure measurement failure and pressure measurement inaccurate - these occurred for the last two days.the first question is this:1. Does this unit have a ps500? If not there is no problem with the characteristics. If it does, they need to be reset to 01034 and m7 software should be taken to 1.34.2. I found a number of problems with the expiratory valve m15. There are a number of messages that indicate fluid in the expiratory valve, pressure measurement failure or pressure measurement inaccurate. These occur approximately the same time as 0337.00020 faults that indicate that the valve drive for the expiratory valve is drawing too much current (m15.1). Around the same time there are multiple m1.3 resets which could be a sign that the unit is trying to clear the problem with the m15.1 valve.a. Check the expiratory valve for fluid or other build up materialsb. Check the seating of the diaphragm at the rear of the valve and check the crater on the valve.c. Check the valve drive, replace if necessary.I did not see a shutdown or any type of reboot with this unit.had a conference call and manufacturer feels that the expiratory diaphragm are not being sterilized properly and/or need to be changed out on a annual basis. Ventilator tested within normal operating limits and was put back into service.